Event description:
IV tubing had roller clamp closed all the way, but still continued to drip fluid through the tubing to pt. Event was noticed right away without excess fluid infused, but potential existed for pt to have received large bolus of medication for unaware nurse.